Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "folding of intracapsular shell". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp on posterior side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening.